Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor and sensor anomaly. Customer's blood glucose was 142 mg/dl. The customer stated they did not receive a new transmitter. The customer stated the pump is not communicating with transmitter. The customer was advised to remove sensor and found out that there was no needle and no filament. The customer was advised to change the sensor. Customer was advised that we will replace the sensor.